Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced all 7 tarpon amp boards. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - case-(B)(4).

Event description:
The customer reported that the flow check partly did not reach its specifications in fs hpcv < 2.0. On their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
Upon further assessment of the event, it was found that the tarpon amp board had not failed as originally reported. The boards were replaced as a part of modification activity under recall number z-0471-2019. There was no allegation of a malfunction. Codes have been updated bec internal identifier - (B)(4).